Event description:
T slim insulin pump has continual inclusion errors. Customer service and tech support cannot provide solution, and will not provide a replacement to correct defective product. Https://www.tandemdiabetes.com/ FDA safety report ID# (B)(4).